Event description:
Wallstent biliary removal chart review. It was reported that at an unspecified time post a biliary stent placement procedure, the patient presented with a "benign distal bile duct stricture" and underwent an endoscopic cholangiopancreatoscopy procedure (ercp) for biopsy of the stricture and stent removal. During removal of the rx wallstent permalume 10mm x 40mm stent, the physician noted mild hyperplasia of the distal biliary duct "considered [to be] related to the device". Following stent removal, no further intervention was performed and the procedure was completed. The patient's status is unknown, however, it was noted at the patient's 10-week post-removal of the stents follow-up visit the "event [remains] ongoing".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device cold not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.